Manufacturer narrative:
(B)(4). Upon receipt of additional information it has been determined that this device did not cause or contribute to the reported event.

Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that the instrument broke during case. It was stated there was no harm to patient.